Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes. Lo (less then 10 mg/dl) & 239 mg/dl. Lo (less 10 mg/dl) & 211 mg/dl. Lo (less then 10 mg/dl) & 141 mg/dl. Lo (less then 10 mg/dl) & 206 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.